Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump with the usb cable. Reportedly, the pump battery fully depleted a few days after the initial report. The customer's blood glucose (bg) level was 291 (mg/dl). The customer stated that they did not have any form of back up insulin therapy and were managing their (bg) level by drinking fluids and eating minimal amounts of food. A replacement cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.